Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, due to skin revision surgery to remove the granulated tissue around the abutment site. Subsequently, the patient was treated with both oral and IV antibiotics for 10 days (specific date not reported) due to infection at the abutment site. The symptoms resolved, and the patient resumed use of the device.